Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 13-jan-2015, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: 13-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their first implantable neurostimulator (ins) lead was broken. No patient symptoms were reported and there were no complications. Indication for use is other non-malignant pain.